Event description:
Event description boston scientific, crm received information that noise on the rate sense portion of this right ventricular (rv) defibrillation lead resulted in an inappropriate shock and pacing inhibition; however, the patient's intrinsic rate came through. This noise could be reproduced by having the patient cough, but it could not be reproduced with isometrics or pocket manipulation. All lead diagnostic measurements were normal. A boston scientific technical services (ts) consultant suggested reprogramming the cardiac resynchronization therapy defibrillator (crt-d) device automatic gain control (agc) to least. The physician elected to cap the rate sense portion of the lead and implanted a new bradycardia lead in the rv. The shocking portion of this lead remains in service. No adverse patient effects were reported.